Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that customer noticed that the device system hung. No death or patient harm was reported.